Event description:
It was reported that the patient was experiencing difficulty and frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned, as it was disposed by the medical facility.